Event description:
The weld on the housing fractured found during a service evaluation at the manufacturing facility. There were no adverse consequences, no patient involvement, no medical intervention and no surgical delay.